Manufacturer narrative:
The device was received fully deployed. Investigation of the device found an a tear on the exposed portion of the soft cannula. Fluid was observed flowing out of the external tear, which diverted the intended path of the fluid. The downloaded data shows the device generated an 0x40 alarm, indicating safety sensor maximum open count exceeded. The downloaded data did not show any timeouts or drive stalls during the pod's run. However, an abnormality was observed at the end in the rotational sensor data. Contamination was found on the commutator cap. Thus, the device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any data abnormalities. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Furthermore, since the rotational sensor abnormality did not replicate in the rerun, the contamination found on the commutator cap did not affect the functionality of the device. Additionally, the cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause skin irritation for the user. Therefore, a root cause could not be determined for the reported irritation felt by the user. Further investigation of the device did not find any damages or abnormalities that could cause skin swelling for the user. The exact cause of the reported swelling could not be determined.

Event description:
It was reported the patients blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. It was mentioned that the site was a little swollen and red.